Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy, and spinal pain. It was reported that the patient was having to charge everyday. No symptoms reported at this time.